Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that patient was getting a shocking sensation while they were recharging. Patient reported they spoke with healthcare professional (hcp) regarding this a while back and hcp ;looked at it last time patient was at their office about 3 weeks ago. Patient clarified the issue is that they are getting shocked sometimes while charging. Patient did not have equipment with them at time of call to troubleshoot. When asked for event date, patient stated it's been going on for a little while and stated they have just been putting up with it. Patient stated they didn't know if this was due to something patient was doing such as taking a shower (it was not clear what patient was referring to by this statement). The issue was not resolved through troubleshooting. Patient was redirected to call patient services back with equipment to troubleshoot this issue. Reviewed patient services hours of operation. (B)(4). (B)(6) 2022 (B)(4) (con): information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that the patient stated they have a hard time locating the ins which started a couple months back. They also repeated information regarding experiencing shocking while recharging. They stated it seems to get worse over time but confirmed the body is dry when they charge and the incision is healed. They stated they feel the shocking right where the incision is. Troubleshooting was unable to be performed as patient services was focusing on main reason for call. Patient services was having difficulties keeping up with patient's information. The patient was redirected to their healthcare provider to further address the issue along with other issues reported in related calls. Additional information was received. The patient responded via letter. When asked in the letter if the sensation was only felt during a recharge session, they circled yes. When asked if a layer of clothing was used, they circled yes. They did not respond when asked if the layer covered the entire recharger surface or was part of the recharger in contact with the skin. The patient was asked if the layer of clothing resolved the sensation, they circled no. They indicated a belt was used but it did not resolve the sensation. The patient was asked to please clarify the statement, "hard time locating the ins." When asked if there was a device concern, therapy issue, procedure/use issue, etc., they replied, "device concern, procedure issue, and therapy issue." When asked the cause of having a hard time locating the ins determined, they circled no. The patient was asked what most likely caused or contributed to this issue and they replied, "do not know." When asked what steps were taken or will be taken to resolve the issue they replied that they turned off the device until someone from the manufacturer can see the devices. They indicated that the issue has not yet been resolved.